Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. This is a split complaint with zimmer inc. (B)(4) which was reported under (B)(4). Zimmer¿s reference number of this file is (B)(4).

Event description:
A legal claim was raised. It was reported that the patient underwent initial total hip arthroplasty on the left side on (B)(6) 2010 with biolox delta head - trilogy cup. On (B)(6) 2013 patient experienced pain due to the implant began inflame its surrounding tissue. The patient has not been revised.

Manufacturer narrative:
Missing information was requested but could not be obtained. Trend analysis: the trend analysis could no be performed as no item number was available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Review of event description: the patient underwent initial total hip arthroplasty on (B)(6) 2010 with biolox delta head - trilogy cup. On (B)(6) 2013, the patient experienced pain due to the implant began inflame its surrounding tissue. Subsequently, there was no revision surgery. Review of received data: implantation surgery report dated (B)(6) 2016: pre-op diagnosis: malunion of left femoral neck fracture. Operation: 62mm zimmer cup inserted with good press fit. Liner placed. Zimmer ml taper stem and biolox head 36mm implanted. Hip was reduced and noted to be stable through range of motion. Intraoperative x-ray taken and showed the components are in acceptable alignment. No abnormalities observed. Letter dated december 23, 2016 from the patient was received. Patient states that his pain has increased 10-fold, rendering him virtually incapacitated. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: ref/lot of the product is unknown. Neither x-rays or office visit notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Manufacturer narrative:
This case was reopened on may 4, 2018 to enter additional information which was received on april 26, 2018. Medical devices: liner standard 3.5 mm offset 36 mm, catalog no# 00630506236 ; lot no# 60696080, shell porous with cluster holes 62 mm, catalog no# 65620006222 ; lot no# 61111439, bone screw self-tapping 6.5 mm dia. 30 mm length, catalog no# 00625006530 ; lot no# 61371957, femoral stem 12/14 neck taper, catalog no# 65771101000 ; lot no# 60713672. The investigation results have ben updated: device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain. Review of event description: event summary: patient underwent initial total hip arthroplasty on (B)(6) 2010 with biolox delta head trilogy cup. On (B)(6) 2013 patient experienced pain due to the implant began inflame its surrounding tissue. Subsequently, there was no revision surgery. Review of received data: implantation surgery report dated (B)(6) 2010: pre-op diagnosis: malunion of left femoral neck fracture procedure: removal of hardware, left tha indication: patient having left hip pain which began approx. 30 years before when he sustained a femoral neck fracture, which was treated with knowles pins. Patient had severe shortening of the left lower extremity and severe pain. And indicated for removal of hardware and left tha. Operation: 62mm zimmer cup inserted with good press fit. Liner placed. Zimmer ml taper stem and biolox head 36mm implanted. Hip was reduced and noted to be stable through range of motion. Intraoperative x-ray taken and showed the components are in acceptable alignment. No abnormalities observed. Letter dated dec 23, 2016 from the patient was received. Patient states that his pain has increased 10-fold, rendering him virtually incapacitated. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will be re-evaluated. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Patient has pain in his left tha. Neither x-rays or office visit notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, and type of activity (low impact vs. High impact) are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The investigation of the rest of the components is covered in warsaw split case (B)(4). Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed again. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: correction: date of report, PMA/510k, if follow-up, what type. Review of received data: a radiologic report dated on (B)(6) 2018 has been received. Findings: there is a 9mm screw fragment projecting cephalad to the intramedullary rod in the proximal left femur. There is no radiographic evidence for acute fracture. There is no joint space malalignment. There is no soft tissue abnormality. Bone mineralization is normal for age. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).